Event description:
Tip of lase device, which is made of stainless steel, class fiber for image and plastic fiber for illumination and epoxy, was left in the patient. The location of the tip after surgery was inside of the spinal disc in the lumar area of the spine. The exact level is not known by the manufacturer. Manufacturer was told the patient had degenerative disc disease. No patient injury was reported to the MFR.